Event description:
It was reported that pump screen froze and did not respond to customer input, and customer was unable to interact with touchscreen. There was no adverse impact to the customer's blood glucose level. Customer reverted to a backup insulin pump.